Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten events were reported for this quarter. Ten devices were received. One event was duplicated for the reported event. The reported event was not duplicated during testing for 9 devices; however, the devices were outside specifications. Eight devices were found to be affected by corrosion. Two devices were found to be affected by worn components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device overheated. Four events had no patient involvement with no patient impact. Six reported events had patient involvement with no patient impact.